Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the screen was black. When the controller screen became black and could not be used, it was connected to the charging cord, but only the orange light was on; it did not resolve at all. The device was reset and was resolved; the controller was not charged, so it was charged. The issue has resolved, no patient harm reported. Additional information was received. The implanted neurostimulator (ins) often turns off after charging. It was still off and the button to switch on/off was not pressed. Currently, the ins was 30% charged. The ins was charged frequently, so it does not seem to reach 0%. Resolution unknown.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.